Event description:
During the pipeline deployment, it was reported that the pipeline became twisted and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline was returned for investigation without the pushwire and the catheter. The braids were found damaged and likely prevented the pipeline from fully opening; however, the cause of the damage could not be determined.(B)(4).